Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 48 - 50 mg/dl. Customer changed pump supplies to address the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.